Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was not infusing accurately. They stated that they would put 250 ml formula in the bag and that the pump "indicated it gave 171 ml and the bag was completely empty". Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. [Complaint- (B)(4)].